Event description:
Three of 4 pumps continued to alarm, air in line. The tubing, and pumps were changed multiple times with continuing alarms. There was clearly no air in line. Staff wrote incident reports on 3 channels individually ((B)(4)) which were all attached to controller brain #(B)(4) biomed repaired and tested all units, returned to service.